Event description:
Procedure: gastric tubular (open surgery, it was not laparoscopic because the patient was delicate). According to the reporter: customer informs that during the last firing (hiss angle), the sulu could be fired completely but when opening it, in order to remove it out of the patient, the blade remained at the end of the sulu and it was impossible to open it normally. The handle slid down from the sulu and the opening mechanism did not work. In order to remove it, they used a hook and manually they made traction in the blade in order to open the sulu. Two days after the surgery, the pt had a fever and he was made a test using contrast medium and saw the fistula. Therefore, the pt had to be re-operated because the tension made in the tissue in order to try to open the sulu had caused that fistula between the esophagus and the hiss angle. During the procedure they treated the fistula by manual suturing. At present time the pt is still at hospital. There was no bleeding of more than 250cc but the first surgery was delayed more than 30 minutes. Nothing fell in the pt cavity. The sulu was used with a egiaustnd. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).